Event description:
It was reported that the insulin pump had a battery that did not last as long as expected. The blood glucose reading was 219 mg/dl. The customer's mother stated that the customer had tried 2 new batteries with the insulin pump, but the device still showed a low battery message. The customer's mother was not with the customer nor the device, and proper troubleshooting could not be performed. Advised that troubleshooting would determine exactly which battery alarm had occurred. The caller understood, stating that she would call back once her son came home. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.